Event description:
The facility's technican reported an infusion pump with failure code 812:02 which occurred during biomed testing. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.